Manufacturer narrative:
Test strips were used up.

Event description:
It was reported the patient received a falsely high meter reading with his accu-chek guide meter, injected too much insulin based on the result and ended up in hospital with low blood glucose levels. The customer obtained the "higher-than-normal" result on his meter at 6:00pm the night of the incident. He could not recall the exact result. Based on the reading, he injected 26 units of novolog insulin at 6:00pm. After 7:00pm, the customer became somewhat incoherent and called the poison control center. He was told to drink sugar water to bring his blood sugar up. He was able to self-treat, but still did not feel normal. At approximately 8:00 pm, his wife called the emts who arrived at about 8:15pm. Upon arrival, the emts checked the customer's blood glucose at 51 mg/dl on their meter. They immediately gave him glucagon via IV and prepared to transport him to the hospital. His blood sugar measured 64 mg/dl upon arrival at the hospital. The patient continued to receive glucagon via IV while at the hospital. He also ate a turkey sandwich on white bread. The customer reported he was released at about 4:00am after his blood glucose was stabilized, resulting in a value of 125 mg/dl on a hospital meter.